Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. The following day "the patient reported to the hospital with abdominal pain". A culture was performed and revealed group b streptococcus. On (B)(6) 2014, it was reported the patient was admitted into the hospital and received antibiotics. The patient was discharged "3 or 4" days later and is currently doing "well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant.